Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was abnormally stiff. The case was completed with another device of the same product code. No patient consequences were reported. All available information was reported.

Manufacturer narrative:
(B)(4). Non-functional lockout, damaged antibackup and top shroud additional information: was cholangiogram done on procedure? Unk. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out. The analysis result of the er320 device found that it was received with the top shroud damaged. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the top shroud and no difficulties to fire were noted; in addition the device did not lock out as intended. In order to evaluate the condition of the internal components of the device, the antibackup lever was found to be damaged. It could not be determined what may have caused the found damaged of the top shroud; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. No incident related to the reported event was observed during the batch record review.